Event description:
(B)(4). It was reported that non cardiac chest pain occurred. Clinical status assessment on (B)(6) 2013 identified the patient's qualifying condition as stable angina and was referred for elective cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the distal left anterior descending (lad) artery with 80% stenosis and was 8 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre-dilatation and placement of 2.50 x 12 mm study stent. Following post dilatation, the residual stenosis was 5%. One day post procedure, the patient was discharged on dual antiplatelet therapy. Seven days after the patient developed dyspnea and the patient was treated with medication. Twenty-one days post index procedure, the patient developed non cardiac chest pain. The patient was treated with medication.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).